Manufacturer narrative:
Manufacturer investigation conclusion: the report of device thrombosis could not be confirmed through this evaluation. The submitted log file contains data on 23jan2019 from 07:07:17 to 07:34:14 am. Sustained elevations in pump power were captured throughout the log file, peaking at 24.8 watts. Throughout the file, low speed events and pump stoppages were captured while the system was connected to both the power module and batteries. The abnormal pump operation was associated with low speed advisory/hazard and low flow hazard alarms and also correlated with significant sustained pump power elevations and active high motor current events. Towards the end of the file, the driveline was disconnected and remained disconnected until the end of the file. Based on previous complaint experience, sustained pump power elevations above 10 watts coupled with pump stoppages could be indicative of potential device thrombosis; however, a specific cause for the abnormal pump operation and parameter changes could not be conclusively determined without a full evaluation of the device. The account did report that during the pump exchange, the surgeons were visually able to confirm thrombus. The hmii lvas IFU lists device thrombosis and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU contains information regarding pump speed, power, flow, and pulsatility index. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document outlines indications of pump thrombosis, as well as how to respond to such events. In addition, the document outlines the recommended anticoagulation therapy and inr range. The IFU and patient handbook also outlines battery charge levels, the fuel gauge display, visual and audible alarms, and how to exchange power sources. At least one system controller power lead must be connected to a power source at all times. Lastly, the patient handbook provides information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 9 months. The device is expected to be returned for evaluation. It has not yet been received. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that at an external hospital, the patient experienced many low flows due to the pump not maintaining fixed speed. The pump power measurements were above 20w and a replace system controller alarm occurred during this time. The system controller was exchanged but the situation did not resolve. The patient was admitted to the implanting center. System controller log files were downloaded and confirmed the information from the external hospital. Very high power measurements with "high power current" flags were noted in the history. It was reported that the clinical history of the patient was very long with many infections unrelated to the lvad, and also many difficulties to set up the anticoagulation. The patient was stable and awake at the time of admission. A severe pump thrombosis was suspected. The patient underwent a pump exchange on (B)(6) 2019. It was reported that during the pump exchange, the suspected thrombosis of the old pump was confirmed visually by the surgeons. The patient was in stable condition. No additional information was provided.